Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint. And completed the device evaluation. Failure analysis investigations replicated/confirmed, the customer reported complaint "clip would not close". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip-clip test was performed and failed. The clip applier instrument was found with one (1) grip that was bent.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. The clip applier instrument would not close properly. The procedure was completed with no reported injury.